Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the parent via web self-service that the pediatric patient experienced inaccurate cgm values. According to the report, the morning of the event, the patient experienced malaise. The parent checked the readings and it was 300 mg/dl. There was reportedly no calibration at that time. The patient as sent to school and vomited. The nurse reportedly checked the reading and it was 290 mg/dl. The patient reportedly calibrated with the nurse's supervision and the bg was 580 mg/dl. The report states that the patient was still communicating at this time. The nurse notified the parent. There was reportedly no treatment for symptomatic hyperglycemia and the patient reportedly rested. The patient went home and the parent transported him to the ed because of nausea and vomiting. The unspecified readings were reportedly still high at the ed, but no calibrations were done. The values at that time were not documented. The documentation states that the omni pod was not working and they kept having pump failures. The doctor then provided medications to the patient such as insulin drip and zofran (oral medication). The patient was admitted for one day. Before they left the hospital, the readings was 214 mg/dl and no calibrations were performed. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.